Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the force sensor was found to be out of calibration. During evaluation loss of cartridge detection did not occur. Unrelated to the event the display was found to be faded and pink and the battery cap threads were found to be stripped. Correction # 2531779-03/24/2010-003-r.